Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error. Customer was unable to clear the alarm. Customer stated that there was crack in back of insulin pump and along battery compartment. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed sleep current measurement, active current measurement, and self tests. Self test returned an unexpected pump error 75. After taking the battery out to perform the current measurement tests, the device returned an unexpected pump error 68. After further review of the unit¿s interior, electrical board is heavily corroded along the bottom of the board especially around the battery connectors. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.